Event description:
Reporter indicated that his vns therapy programming wand was malfunctioning, in that is would not properly interrogate pts' pulse generators. Wand in question was returned to MFR for prod analysis. During the analysis the reported issue, failure to program, was confirmed. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communications error cleared.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.